Event description:
On (B)(6) 2011, pt reported insulin leaked from the infusion set a week prior to the report. The headset adhesive was secure. The infusion tubing was not used longer than intended or exposed to excessive mechanical stress, bent, or squeezed. The luer lock of the tubing was tightened firmly without the use of any tools. Pt was not sure how the leak occurred, but it seemed to originate somewhere near the headset. Infusion sets were requested for evaluation and replaced with a different type. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.